Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged blank display and cosmetic damage at battery side of case found on (B)(6) 2021. Insulin pump passed the displacement test, sleep current test, and active current test. Insulin pump fails self test due to vibrate anomaly. Successfully utilized thus to download history/trace files. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 08:23:00.000 and power loss alarm [6] on (B)(6) 2022 13:07:26.000. These alerts/alarms were expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on harness vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay. Blank display not confirmed. Cosmetic damage confirmed at the battery side of case. Vibrate anomaly due to moisture damage on harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Software version 4.11c. Retainer ring black. Customer returned device for alleged blank display and cosmetic damage at battery side of case found on (B)(6) 2021. Device passed the displacement test, sleep current test, and active current test. Device fails self test due to vibrate anomaly. Successfully utilized thus to download history or trace files. The following power alarms or alerts were noted on event date: low battery alert [104] on (B)(6) 2022 08:23:00.000 and power loss alarm [6] on (B)(6) 2022 13:07:26.000. These alerts or alarms were expected. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found moisture damage on harness vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, and cracked case (battery tube). Blank display not confirmed. Cosmetic damage confirmed at the battery side of case. Vibrate anomaly due to moisture damage on harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.